Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 369 mg/dl. The customer has been trying to treat with the pump. After the troubleshooting was done, was advised that it determined pump, programming, set, and site all check out. The customer was advised to change out the entire infusion set system. The customer was to call the healthcare provider to let them know the about the recent unexplained high blood glucose.